Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump¿s buttons were sticky or hard to press. The customer¿s blood glucose was unknown. Customer stated that the insulin pump had unexplained no delivery alarms and dimmed back light. The customer mentioned that the large crack on the side where reservoir goes in. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with cracked reservoir tube window noted. Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, whoever device alarmed no delivery during excessive no delivery test due to faulty force sensor resistor. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Device passed self test.